Manufacturer narrative:
This is a follow-up report for medwatch report # 2125050-2020-00405. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Device not returned.

Event description:
Additional information received on 04/29/2021. Urinary incontinence and recurrent utis q2 weeks since supris implant, wears pads/diapers, daytime urinary frequency q1h, nocturia x 5-6, enuresis, incomplete emptying, states she feels scratching inside, weak fos. On (B)(6) 2017, partial excision of supris (~1.5 cm), urethrolysis with urethroplasty, cystoscopy. Intraoperative findings: supris was causing a swan neck deformity and deeply embedded in urethral wall and through the periurethral fascia, when supris was cut it sprang apart causing no obvious urethral injury. (B)(6). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.